Manufacturer narrative:
A patient's ipg is nearing end of life and lead had migrated was reported to abbott. The patient's intervention was cancelled for unknown reasons. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: :3006705815-2023-02687. It was reported the patient's leads had migrated. Surgical intervention may occur later to address the issue.